Manufacturer narrative:
As received, a partial lead was returned in two pieces. The connector portion measured 12.3 cm. The distal portion measured 36.5/35.7/35.3 cm (inner coil/outer coil/outer insulation) with an extraction tool inserted in the lead lumen. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-14666, 2017865-2020-14668. It was reported that the implantable cardioverter-defibrillator had migrated and was eroding through the skin. The leads and device were explanted because of an infection. The patient was stable pre, during, and post procedure.